Event description:
During angioplasty of femoral artery, a small portion of the hydrophilic coating on the guidewire appeared to have been sheared off. This piece floated into the peroneal artery. Attempts at retrieval were unsuccessful during the procedure. The loose piece was guided into a position where it was not occluding any vessel as confirmed by fluoroscopy. Three days later, when appropriate equipment became available, the piece of coating was retrieved without incidence.